Event description:
It was reported that there had been an ¿unsuccessful refill¿. The physician had already drawn up the drug, but abandoned the refill. The device system was used to deliver lioresal. Later that same day, it was reported that the physician had been unable to aspirate any drug from the pump and concluded that it was empty, though interrogation showed that the reservoir should have contained 6cc. At that time, the patient was not experiencing any withdrawal symptoms. On (B)(6), the patient was sent to pain management to have them attempt a refill; however, there was still an inability to aspirate drug. Pain management took x-rays of the pump to try and see if it looked empty and it was concluded that the pump was empty by them as well. It was indicated that pain management refilled the pump with 20cc of lioresal and sent the report to the managing physician. The patient reportedly experienced underdose symptoms of muscle tightness after the refill. The reporter received notification on (B)(6) that the pump was scheduled to be replaced on (B)(6). At the time of report, there was no patient injury. Three days later, it was reported that the patient was scheduled to have a rotor/dye study on (B)(6). There were no patient symptoms reported. Later that same day, it was reported that, at the refill procedure on the prior tuesday, they were expecting 6ml, but could not withdraw any medication. It was indicated that they had tried three different needles with no success. There were no pump alarms to the reporter¿s knowledge and the patient did not have any symptoms. Three days later, it was reported that the patient had never been filled on (B)(6) and was sent home. The physician sent the patient to another physician and he confirmed that the pump was empty. On the day of report, it was indicated that the patient was currently running a fever. The physician told the patient to go to the emergency room and it was stated that they most likely would be replacing the pump. One week later, it was reported that the pump had been replaced during the prior week.

Manufacturer narrative:
Analysis of the pump revealed no anomaly found.the pump passed all infusion and non-destructive testing. Dispense testing and additional 24 hour infusion testing at 37c and also 43c passed showing that the pump was dispensing accurately. Logs where examined and no anomaly appears to have occurred at any time. The pump appears to be operating as designed. (B)(4).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.